Event description:
During a tonsillectomy and adenoidectomy procedure, the physician was reportedly utilizing a coblator ii surgery system. Intra-operative, the surgical staff noticed the wand was smoking excessively. Two additional wands were opened and used; however, each exhibited the same behavior. An alternate controller was borrowed from a nearby facility. The physician was able to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received.